Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient disappeared while walking at the river side and he was found in the river four weeks later. It was suspected that the patient had vf episode and probably felled into to river. Upon review of the session record, 10 vf, 1 vt-1, 14 ams episodes and 40 non-sustained rv oversensing episodes were observed but egms are available for three vf and vt-1 episodes. The patient had vt/vf episodes, potentially an electric storm. Since many of the vf episodes with shock delivery are overwritten, can't see if the delivered shocks were effective or not. If they were effective, new vt/vf episodes started again (electric storm). The device seems to behave according to programmed settings and design of algorithms. No malfunction of the device is suspected.